Event description:
As reported, the camera head exhibited problem with communication. The issue occurred during preparation for use for an unspecified procedure. There were no error messages observed. The procedure was competed with another device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device underwent visual and functional tests to assess the device status. The customer allegation was confirmed. E224 error code displayed on monitor but image was present due to faulty cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device service history was reviewed and it was discovered that there was a repair on (B)(6) 2023 for "communication error" due to faulty cable. Cable was replaced. The reported risk/harm is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.